Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead dislodged, had high impedance, had an apparent conductor fracture, and had oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The distal conductor was distorted. Several conductors had blood/body fluid (not obstructed). The defib conductor was fractured (overstress). There was blood/body fluid on outer tubing overlay. Inner tubing and outer tubing was kinked/buckled. Outer tubing overlay cosmetic environmental stress cracking (esc). Outer tubing esc breach (non-electrical). Exposed defib coil white substance. Outer insulation cosmetic depression. Blood in/on helix/lobe mechanism. Bilumen tubing void (non-electrical). The device is part of the advisory for this model.